Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) there was a broken block guide 3 o¿clock . There was no patient involvement .

Manufacturer narrative:
Additional information : (name - (B)(6), occupation - biomed tech, contact - (B)(6), email - (B)(6).) The getinge field service engineer (fse) that encountered the reported issue component broken during the preventative maintenance (pm) replaced the block guide to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.